Event description:
It was reported that the bd vacutainer® sst blood collection tube pushed off the non-patient end needle during use. The following information was provided by the initial reporter, translated from chinese to english: "during use this batch, the customer found some tubes have push off issue. The blood collection was insufficient due to the negative pressure consumed by multiple tube push off. When the customer use the tube product of other company at the same time, there is no tube push off. The customer suspects that it is the stopper issue of bd tube."

Manufacturer narrative:
Investigation summary: bd received samples and videos for investigation. The videos were evaluated and the customer's indicated failure mode for tube push off with the incident lot was observed. Additionally, representative samples and retention samples selected from bd inventory were tested and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst blood collection tube pushed off the non-patient end needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use this batch, the customer found some tubes have push off issue. The blood collection was insufficient due to the negative pressure consumed by multiple tube push off. When the customer use the tube product of other company at the same time, there is no tube push off. The customer suspects that it is the stopper issue of bd tube."